Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient was in the hospital due to an infection at the ipg site. Patient was given antibiotics. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.